Event description:
Automode on the medtronic 670g insulin pump requires users to readjust their carb-to-insulin ratios when switching between auto-mode and manual-mode. I believe this is due to an inherent defect in auto-mode's hybrid-closed-loop control algorithm. When delivering a large meal bolus insulin dose, the system will stop giving you "background" or basal insulin for a period of a few hours. Because you are no longer receiving the "background" insulin during this time interval, some of your meal bolus insulin must be consumed as "basal". This has the effect of making the carb-to-insulin ratios you and your doctor have worked hard to tweak and dial-in, too low when you are using auto-mode, leading to post-meal bg spikes (hyperglycemia). My main complaint is that there is only one set of carb-ratios you can enter into the pump. The pump will often exit out of auto-mode, and if you're adjusted your carb-ratios to compensate for auto-mode's behavior, you will be over-bolusing (too much insulin) if you ever go back to manual-mode. This "gotcha" was not mentioned at all in the auto-mode training class I attended on (B)(6) 2017, and has been a source of a lot of frustration and high blood sugars.